Manufacturer narrative:
Initial.

Event description:
It was reported that after a normal meal the user experienced a severe low blood glucose event and believed the ilet delivered too much insulin; glucose reached 49 mg/dl on cgm and the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.